Event description:
It was reported that a technician trained in the use of the proglide device achieved arteriotomy closure of the superficial femoral artery after a diagnostic procedure. Reportedly, 16 days after vessel closure the patient came back to the hospital with leg pain, hypertension and diminished pulse. A femoral angiogram was performed and it was observed that the proglide sutures had pinched the profunda and the femoral artery was 80% stenosed. Balloon angioplasty was performed to treat the stenosis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Improper or incorrect method/incorrect anatomy (B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information.